Event description:
On (B)(6) 2013, the distributer contacted animas and reported a pixel color change on the display screen. There was no reported adverse event associated with this complaint. This complaint is not being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/30/2012 with the following findings: the reported complaint was unable to be duplicated during test the display screen was found to be fully functional and illuminated to normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The narrative should have indicated: ¿date of submission 08/22/2013 device evaluation: the pump has been returned and evaluated by product analysis on 07/30/2013 with the following findings:¿

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).